Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead was displaced. The patient's physician reprogrammed the patient to vvi mode. The patient is enrolled in the mpp non-invasive study.